Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient underwent mesh implantation in order to treat pelvic pain, abnormal uterine bleeding, stress urinary incontinence and urethrocele. It was reported that the patient had the concurrent procedures of total vaginal hysterectomy and cystoscopy performed during mesh implantation. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that patient experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urethrocele and abnormal uterine bleeding.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent mesh removal and posterior repair on (B)(6) 2013 due to vaginal mesh erosion, pain, vaginal bleeding, dyspareunia, and posterior mesh exposure. No additional information was provided.